Event description:
It was reported that the compressor did not start. There was no patient harm. (B)(4).

Manufacturer narrative:
It was reported that the compressor couldn¿t be started. It was found that the compressor start capacitor was broken. The capacitor was replaced by our field service engineer and was returned for investigation. The returned capacitor was measured electrically and tested in a reference compressor. It was confirmed to be broken. If the compressor cannot deliver enough air pressure, the connected ventilator will alarm for low air supply pressure and high oxygen concentration. If no oxygen gas is connected to the ventilator system, it may lead to stop of ventilation as a worst case scenario. Visible and audible high priority alarms will then be raised. The conclusion is that the compressor motor start capacitor was broken. Why the capacitor broke could not be determined.

Event description:
Manufacturer's ref #: (B)(4).